Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated results when processing on the architect c16000 analyzer. Example provided of sid (B)(6) potassium of 6.7 but repeated 3.9 and 4.0 mmol/l. No impact to patient management was reported. No patient ethnicity or race was provided.

Manufacturer narrative:
Abbott support advised the customer to replace the mixers, but this did not resolve this issue. Abbott field service (fs) investigated on site and found low pressure on the internal probe wash pump a due to a cracked bellows. Fs replaced the bellows, flushed the water lines, water washed the probe, performed a cuvette wash. Fs identified the cracked bellows as the likely cause. No additional reports of discrepant or inconsistent results have been received since the bellows was replaced. A 12-month review of complaint and trending data for the bellows did not identify an adverse trend or systemic issue. A search for non-conformances found no reports for the part. A review of the product monitoring review (pmr) for clinical chemistry systems found the calculated erratic rates for the architect c4000, c8000, and c16000 systems were all below the upper control limit. Additional review of the pmr found no systemic issues or adverse trends for the issue (erratic/discrepant results) associated with this ticket. A review of the product labeling concluded that the issue is sufficiently addressed. A product deficiency was not identified.